Event description:
It was reported that the catheter was deformed. The customer noted that it seemed like there was something sticking out of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to ¿operator error¿ leading to a potential failure mode ¿high temperature¿ with the potential effect being latex degradation which may have caused the catheter to deform. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: -on latex and red rubber catheters, do not use ointments or lubricants having a petroleum base. They will damage latex. -visually inspect the product for any imperfections or surface deterioration prior to use. -reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or to injury, illness or death of the patient. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2.remove catheter from the pack, 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4.gently insert rounded end of catheter into urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7.wash your hands. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was deformed. The customer noted that it seemed like there was something sticking out of the catheter.